Event description:
Customer reported that the insulin pump is not functioning properly and it is getting worse. Customer reported that he has an empty reservoir, a black dot half battery and received a button error alarm. Customer stated that the device was exposed to moisture. Blood glucose is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by unresponsive act button due to corroded keypad traces. No black dot or battery icon on display anomaly noted. The device was received with idle and running currents within specification. Unable to perform the displacement test or verify empty reservoir alarm anomaly due to the button anomaly. Traces of corrosion noted on the motor per visual inspection. The unit was received with cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratched display window.